Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient was undergoing surgical intervention and during the procedure one of the extension cables to the ipg header had multiple high impedances. The physician attempted multiple times to reposition the lead into the ipg header but impedances did not resolve. Surgical intervention may be pending to address this issue at a later date.

Event description:
Follow up information identified (B)(6) the device was returned to the manufacturer (11.03.2017) thus the device was explanted (date unknown) during the initial event. The patient underwent surgical intervention on (B)(6) 2017 where a new extension was implanted. Therapy has resumed.